Event description:
It was reported that the wake button works intermittently. Reportedly, the customer has to press the button 4-5 times for the pump to respond. There was no impact to customers' blood glucose level.